Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones from the device. The patient was seen in the clinic, where an interrogation of the device revealed a fault code 1003 that the battery status was too low for projected remaining capacity. The device showed that the estimated longevity was less than 7 months remaining. It was noted that the field representative did not trust the remaining longevity of the device and physician suspected premature battery depletion (pbd). A boston scientific technical services agent was contacted and recommenced replacing the device. A revision procedure was performed and the device was explanted, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon returning calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the device being unable to be interrogated. In addition, analysis revealed that a high current drain had depleted the device cell and that was the reason for the no telemetry being able to be established which also was a contributing factor to a leaky capacitor on the device. Finally, analysis noted that a fault code 1003 was expected to generate beeping from the device however this was not confirmed during analysis. The device was archived at boston scientific and our analysis is complete at this time.

Event description:
Additional information was received that, during an elective urgent generator replacement, the device was unable to be interrogated. Manual application of a magnet to the device revealed no beeping tones and no pacing was available from the device pre explant. No adverse patient effects were reported.